Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to placement difficulty. The physician tried several attempts placing the lead, but each position measured high impedance and threshold values. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).